Manufacturer narrative:
Batch review performed on 04 september 2018. Lot 120134: (B)(4) items manufactured and released on 28 march 2012 expiration date: 2017-02-28. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
About 5 years and 10 months after primary the surgeon revised the patient for stem loosening. Stem, head and liner swap. The surgery was completed successfully.